Event description:
The customer reported that the system shut down on its own. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased. The 5 volt power supply was adjusted and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.